Event description:
It was reported the patient presented via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited noise around the same time the patient had shoulder surgery. No changes or intervention was reported. There were no patient consequences.